Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
A male patient underwent the initial surgery of the knee (left side). When implanting tritanium tibia after making the keel, the position where the implant should be inserted was shifted, and the osteotomy of the inner bone had to be additionally done. Therefore, when measuring with the navigation, the inner gap opened by 2 mm and the ligament balance becomes poor. As the implant installation was misaligned the medial bone had to be trimmed, resulting in a widening gap in the medial ligaments. 2mm on navigation measurement.